Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism deployed deployed early; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 23.2 mmol/l (417.6 mg/dl) while wearing the pod on the abdomen for between 4 and 24 hours. As treatment, a manual injection was administered and a new pod was applied.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. Investigation of the device data shows that the first priming sequence ran 46 pulses and then was deactivated by the user at pulse 164. During operation, the device was able to successfully deliver a bolus following the priming sequence. The needle mechanism was reset and deployed with no issue. No damages or defects were observed that would indicate the needle mechanism deployed early.